Event description:
Medtronic received information that 20 years and 6 months post implant of this 23mm aortic bioprosthetic valve, the patient is being evaluated for a transcatheter valve-in-valve replacement. The reason for evaluation was not reported. It was stated that calcium was seen in the sinotubular junction (stj) and proximal left coronary artery (lca). It was reported that possible small short segment dissections were seen in the aortic arch, abdominal aorta and descending thoracic aorta. It was also stated that plaque/thrombus and concentric calcium were seen in the abdominal aorta. No intervention or adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.